Manufacturer narrative:
The bwi representative present during the case was told by the facility that the pt injury was not attributed to any malfunction or failure of the bwi products/devices. No service is requested at this time. (B) (4). Eval summary: the catheter passed visual test, deflection test, and electrical test. Complaint cannot be confirmed.

Event description:
It was reported that during rf ablation, pt complained that he was short of breath. The physician immediately checked the pt's pressure and inspected for cardiac effusion/tamponade via echocardiogram. The rf ablation procedure was terminated and a pericardiocentesis was performed. According to the physician, there was no surgery involved and the pt was doing well after the blood drained procedure. Pt was hospitalized; however, the physician reported that the pt is doing well and will be back for another ablation.